Event description:
Upon drawing blood from the patient's left dl chest port infusion cap (carefusion) it was noted to be very difficult to clear the cap of residual blood. It took >10ml ns flush to clear the cap. Upon re-examining closely, residual blood was still noted to be embedded into the rubber of the cap, and unable to be completely flushed of visible blood. While the pt was not harmed, rn believes this poses a potential infection risk to have residual blood within the cap, and unable to be cleared. The cap required changing, and it had just been put on upon pt's arrival to infusion.what was the original intended procedure?chemotherapy infusion.device #1is this a laboratory device or laboratory test?no.